Event description:
It was reported that the collected blood coagulated in the device and therefore the blood could not be transferred to the blood bag. A back-up device was used. It is unknown by the customer how much blood was discarded and whether a pre-donated or bagged blood was required for the patient.

Manufacturer narrative:
The device will not be returned for evaluation. Device will not be returned for evaluation.